Event description:
The facility reported an infusion pump with failure code 814:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. No patient injury had been reported.